Manufacturer narrative:
(B)(4). A visual examination of the instrument revealed no damage. Tissue was found between the jaws. When the sample was latched closed the jaws aligned properly to each other. The jaws opened and closed normally when the handle was moved. The knife extended and retracted normally when the trigger was activated. The IFU states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting.

Event description:
The customer reported that during a supracervical lap hysterectomy, the device became locked and would not release from uterine tissue. It is unk how the device was removed. There was no pt injury.